Manufacturer narrative:
H3 :it was found in the analysis that the unit presented with software:(v1.7.5), older batteries, a worn fuse decal, a missing outer shroud, a broken channel 1 afe pcba electrode pin, and a wired connection failure due to a defective main pcba. H6: fdm b17, fdr c20, and fdc d16 codes no longer applicable. As per additional information the event occurred on 13 december 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the while doing a check on the equipment, and the patient interface was continually spinning while trying to connect. Rebooted both the patient interface and the system several times, and could not get it to connect. Other patient interface unit did not have this issue and it worked fine. There was circle on the screen that was keep spinning trying to connect. There was no patient involvement.

Manufacturer narrative:
H3 - evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.